Manufacturer narrative:
Explant date was provided and d6b was updated. The investigation was completed. Investigation summary: ppae (anemia / major bleed) : the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 65-year-old male with cardiomyopathy and a pre support clinical state consistent with scai cardiogenic shock stage d remains on impella support via a right axillary/subclavian surgical arterial access. On (B)(6) 2026, the patient received 1 unit of prbcs for a hemoglobin of 5.4 g/dl and hematocrit of 17.3%. Platelets were 204. The rn reported dark, tarry stool, suggesting a possible gastrointestinal source; no CT scan was reported as completed. On (B)(6) 2026, the patient received 2 additional units of prbcs for continued low hemoglobin. The heparin infusion was stopped due to hemoglobin decline. Based on the available clinical information, the patient experienced anemia requiring multiple transfusions while on impella support. Clinical assessment did not identify bleeding or hematoma at the impella access site, and urine remained clear without evidence of hemolysis. Ldh levels were not significantly elevated, and there was no indication of device malfunction. The presence of dark, tarry stool suggests a likely gastrointestinal bleeding source unrelated to the impella device. The heparin infusion was appropriately paused in response to declining hemoglobin. At this time, there is no evidence that the impella device contributed to the patient¿s anemia or suspected bleeding, and device involvement is not suspected. Bleeding was noted; this is a known risk per our IFU (instructions for use) because of our anticoagulation and purge requirements. The patient remains on support at the time of reporting.